Event description:
It was reported that during a ptca treatment procedure involving a calcified and 98% stenotic lesion in an unspecified coronary artery, the maverick otw balloon was suspected to have ruptured at 14 atm's on the fourth inflation. (The previous three inflations were to 8 atm's, 10 atm's and 12 atm's respectively). An everest inflation device was also used in this case, but the types and sizes of introducer sheath, guidewire, and guide catheter used are unknown. No patient injuries were reported. No additional information is available at this time.